Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Data analysis also showed a right ventricular (rv) pace measurement message of ¿leadimpcalnoise¿. The rv lead was non-boston scientific. There were also episodes of pacemaker mediated tachycardia (pmt) noted. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the memory confirmed the codes reported from the field; no additional alerts or system resets were recorded. An engineering-level longevity calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the device¿s current power consumption and battery voltage fell within an acceptable range; however, a review of the diagnostic data revealed that the device¿s power consumption began to increase on (B)(6), 2018. Following explant, the power consumption decreased back to the level observed prior to (B)(6) 2018. Electrical testing was conducted; a higher than normal current drain was identified when pacing loads were attached to the rv channel. This finding, combined with the identified ¿leadimpcalnoise¿ error are indicative of a potential energy leak from one of the device¿s field effect transistors (fet). Detailed testing was undertaken to determine root cause of the suspected leak and during this testing, the digital integrated circuit was damaged. No further testing could be completed and the exact root cause of the suspected energy leak could not be determined.